Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in reloading the cartridge and instructed to disconnect and deliver a bolus, after which the issue was resolved.